Event description:
The recipient reportedly experienced an allergic reaction. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable. The recipient is reportedly not having an allergic reaction. The recipient reportedly has eczema, confirmed by a dermatologist. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.